Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd plastipak" hypodermic syringe luer lok" leaked as the medication fentanyl was being drawn up into the syringe. The rubber seal of the plunger disconnected from the plastic arm and the contents of the syringe leaked out. There was no report of injury or medical intervention needed

Manufacturer narrative:
No samples or photos have been returned for investigation. DHR of lot 1707012 has been reviewed finding an annotation that could be related to the alleged defect. During manufacturing process of this lot, obstructions in the plunger feeding system happened and also syringes got caught on the assembly station equipment. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. These incidents could have caused the plungers were not correctly aligned to the stopper at the moment of assembly or it could have caused damage on plungers that results in stopper not correctly assembled. Ten retained samples of 10ll lot 1707012 are evaluated. On visual inspection of these ten retained samples, it can be observed the stopper is correctly assembled in all of them. These 10 syringes are disassembled not observing any damage or molding defect in their components that could cause disassembled stopper. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on no sample/no photo, bd was not able to confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.